Event description:
It was reported that each time the device was interrogated a message -the device serial number is invalid- appeared. Once the dialog box was cleared the device resumed normal function.